Event description:
It was reported that pump displayed malfunction alarm malf 12 with no notable events occurring beforehand and customer stated that blood glucose did not exceed reported threshold. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and the malfunction reoccurred. The customer reverted to an alternate method of insulin therapy and a replacement pump was sent.